Manufacturer narrative:
Reporter address was unintentionally omitted from the initial report. This report contains the correct data.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.